Event description:
Patient was undergoing a coronary intervention (nstemi with bump in troponins to 145) to the right coronary artery. The vessel was heavily calcified and contained thrombus; two stents were initially placed (mid and distal), however a small dissection was noted at the proximal vessel so a third stent was deployed. Once the stents were deployed and the vessel demonstrated improved flow, the decision was made to remove the wire and obtain additional angiograms. The physician attempted to remove the wire, but the wire would not come out. The physician attempted to place another balloon to further dilate the proximal stent, but the stent would not pass beyond the proximal portion of the stent. A second wire was introduced which did allow for further dilation, but once again the wire was not freed. The physician worked for 90 minutes to free the wire, but was unsuccessful. The decision was then made to remove all of the catheters and with this action the wire "snapped" at the level of the descending aorta. Cardiac surgery was consulted. (Left main: 70% and aortic stenosis). Patient underwent CABG and avr with wire removal 9 days post cath. Surgeon notes, wire was removed using "gentle steady pressure pulling on the guidewire. This removed the guidewire in 1 piece."